Manufacturer narrative:
Received one (1) 14cm probe. The applicator was received with the ceramic tip detached from the distal end of the shaft assembly. The customer's reported complaint description of tip detached was confirmed. Approximately 4mm of the tip remained attached, signs of thermal event occurring at tip due to charring. The cartridge was connected to the lab solero generator along with the generator pump connected to the pump tubing. The pump was started and primed using water to test coolant flow, flow was observed to function normally. There were no known manufacturing defects found, nor signs of misuse deviating from the dfu. The root casuse for this type of thermal event could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Note: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Reference (B)(4).

Event description:
An angiodynamics senior product manager reported that the tip of a 14 cm solero applicator detached. The applicator was successfully tested prior to percutaneous insertion into the kidney. One ablation cycle was performed and a high reflected power message was received. The applicator was withdrawn and noted the tip had detached in the patient's kidney. The procedure was not fully completed due to this event.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).